Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient was having issues with their device but stated they did not want to get into it and were currently working on it. The reason for the patient's call was for physician listings. The patient was to follow up with the healthcare provider (hcp). No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.